Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4)-incomplete. The exp date is currently unavailable. Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. No pictures were provided. This complaint is not confirmed. As reported their truespan device misfired the second implant. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. A non-conformance search was performed for this part#: 228151 lot#: 1l85492 combination and no nonconformances were identified. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that during a meniscal repair procedure, it was observed that the customer's first truespan meniscal repair peek 12 degree misfired the second implant. The first implant was removed with a biter with no debris left in the patient. The customer's second truespan meniscal repair peek 12 degree also misfired on the second implant. The first implant of this device was also removed with a biter with no debris left in the patient. The sales rep stated that the triggers on the devices were depressed until it clicked. The case was completed with truespans of different angles with no patient harm or delay. The devices were discarded by the customer. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.